Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the basal history appeared to be inaccurate. The active basal program and basal history did not match due to a manual change to the basal segment. The black box recorded a call service 174 basal edit not saved alarm indicating the user attempted to edit the basal rate but did not select save. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No hypertensive or stuck keys were observed on the keypad. No alarms occurred during testing. The allegation of a basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there was a discrepancy between the active basal program and the corresponding basal history of 0.2 u over a period of 24 hours. It was reported that the user blood glucose (bg) reading was 16.9 mmol/l. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.